Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.